Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly, the customer continued to use current pump for insulin therapy. Customer also reported a blood glucose (bg) level was 50 mg/dl, cause unknown. The costumer addressed low bg by consuming carbohydrates.